Event description:
Both catheters were crimped in the package. This was revealed once opened for a case, neither device was used and immediately thrown away. Product has been discarded. Back up device available, no case delay. This MDR is associated with MDR 3005168196-2010-00405.

Manufacturer narrative:
The product was not returned for eval. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. (B)(4).